Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 439-440 mg/dl and a correction bolus was delivered to address bg. Pump system check was performed with customer and infusion set site appeared to be cause of blockage; however, customer changed the cartridge and infusion set to address occlusion.